Event description:
The account alleged, the sport mattress topper with smart fiber had a hole in the topper which allowed fluid to leak through.

Manufacturer narrative:
A replacement mattress topper was sent to the account to repair the bed.